Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2352-70. Serial: (B)(6). Batch: 21256450/21256452.

Event description:
A report was received that the patient developed an infection at the ipg site following a non device related surgery. Symptoms of pain and numbness were noted. The physician believed that the infection was not device related. The patient had been on a course of vancomycin for ten weeks to treat the infection. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The patient was reportedly doing well and made a full recovery.

Event description:
A report was received that the patient developed an infection at the ipg site following a non device related surgery. Symptoms of pain and numbness were noted. The physician believed that the infection was not device related. The patient had been on a course of vancomycin for ten weeks to treat the infection.